Manufacturer narrative:
Corrected data: a4 - patient weight. D6b - date of explant. It was reported to abbott a patient met with rep and physician due to increased pain and sensitivity at the ipg site. The physician decided it would be best to revise the ipg pockets. Surgery took place where the ipg was replaced and relocated from the left lower back to the right lower back. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.